Manufacturer narrative:
(B)(4).

Event description:
It was reported intermittent t-wave oversensing was observed on the patient¿s implantable cardiac defibrillator. This issue was addressed by reprogramming. No adverse consequences were reported for the patient. The device remained implanted.

Event description:
Clarification of event: additional information received indicated that programming changes were electively not made. The patient is in a good condition.